Event description:
It was reported to philips that the device failed to obtain an EKG reading and showed a "lead off" message. There was no patient involvement. A customer requested assistance from a philips onsite service engineer (se). Per the customer, the unit was experiencing lead off for EKG signal. Due to the noted issue, the service engineer replaced the EKG cable to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the EKG cable. The service engineer replaced the EKG cable lead to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.